Event description:
Approximately five months and two weeks post hvad implantation, it was reported that the patient experienced power switching from one port to the other earlier than expected. The battery was replaced and returned to heartware for evaluation. There was no reported patient injury as a result of this event. Investigation is ongoing.

Manufacturer narrative:
The site has indicated that the pump remains implanted, the battery has been received by the manufacturer for evaluation on (B)(4) 2014. The battery was returned to heartware. Visual and functional examination of the battery was not conducted, as testing and investigation of similar battery performance issues has been performed and has demonstrated that this issue is most likely related to a faulty internal cell pair. An internal investigation (CAPA) has been opened to address the issue.

Manufacturer narrative:
The device has been received and evaluation still ongoing. Additional information will be submitted within thirty (30) days of completion of the investigation.